Event description:
The company was informed that the pt presented with an infection at the implant site that developed from an abscess behind the ear. The abscess was drained, however, pus continued to evolve. The pt was hospitalized and on (B)(6) 2013, debridement of the implant site and reseating of the implant took place. The pt remains hospitalized and is receiving intravenous cloxacillin, 12 grams per day. The pt's wound is slowly improving and discharge has almost stopped. The pt currently experiences almost no pain. The pt's device remains implanted.